Manufacturer narrative:
'Ae or product problem' field was changed from 'adverse event' to 'reported issue is both an adverse event and product problem.' Additional information:'describe event or problem' field was updated. 'Relevant tests/lab data' field was updated. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: avoid excessive tension on the mesh during handling and positioning to prevent damage to the device. The most probable root cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. According to the complainant, one of the suture needles detached during the procedure. It is unknown whether the detached needle fell inside the patient or was captured within the capio device. The physician completed the procedure with another uphold vaginal support system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that the needle detachment occured as the device was being thrown through the sacrospinous ligament. An x-ray was reportedly performed and the physician was unable to visualize the needle. In addition, the physician was unable to locate the needle outside the body. The physician indicated that she is currently "not sure where the needle is" and assumes that the needle was left inside the body.